Event description:
Report received of an overdose of medication due to operator error. It was reported that a pt received an overdose of medication due to operator error in hanging the wrong concentration of medication. The medication infused was marcaine. Any further event details including strength of the medication, pump settings, pt info or whether there was any adverse event with the pt was not disclosed. The customer contact stated that she was not at liberty to disclose that info.